Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, d6b, g1, g2, h6.

Event description:
Patient reported right side "silicone accumulation in the axillary lymph drainage pathways" and "enlarged axillary lymphnodes, possible siliconoma." . Patient representative further reports right device was "oozing" and "sweated out". The device has been replaced with a non-allergan device.

Event description:
Patient reported "silicone accumulation in the axillary lymph drainage pathways" and "enlarged axillary lymphnodes, possible siliconoma." MRI and ultrasound were performed. Patient representative further reports right device was "oozing" and "sweated out". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. Inflammatory nodule: unable to observe as it is not related to the device. Gel bleed: not observed gel bleed on the device. Additional observations: observed creases on the device. Observed deformation on the device. Orange particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018 and 410 psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. The events of lymphadenopathy and inflammatory nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone accumulation in the axillary lymph drainage pathways" and "enlarged axillary lymphnodes, possible siliconoma"

Event description:
Physician reported "silicone accumulation in the axillary lymph drainage pathways" and "enlarged axillary lymphnodes, possible siliconoma." The device has been explanted.